Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at >250 seconds) during the procedure. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5 and d4-model number.

Event description:
Edwards received notification from our affiliate in germany. As reported, it was a case of an implanted 26mm sapien 3 valve in aortic position. Approximately, five (5) years and nine (9) months post-implant, the valve was showing severe calcific degeneration with the need of reintervention. Pannus on commisures and subclinical leaflet thrombosis were also observed on standards diagnostics, tte, tee and CT. The valve was showing severe stenosis (peak/mean gradients 105/64mmhg; velocity 5,1m/s; ava 0,6cm2). Patient was symptomatic with dyspnea. Approximately, six (6) years and nine (9) months after implant, the valve was surgically replaced with a 25mm edwards surgical valve. Patient outcome was good and was discharged on pod 7. The explanted tavi prosthesis exhibited the typical features of severe structural valve deterioration: leaflet calcification of all cusps (rcc, right coronary cusp; lcc, left coronary cusp; ncc, non-coronary cusp) and unconsolidated chalk components underneath the leaflets. Additionally, subclinical thrombosis, commissural fusion, and leaflet pinwheeling as a sign of prosthesis underexpansion as well as excessive endothelialization of the stent frame and commissures were also noticed. Notably, the bioprosthetic valve was misaligned, which could have potentially accelerated valve degeneration.

Event description:
Edwards received notification from our affiliate in german. As reported, it was a case of an implanted sapien 3 valve in aortic position. Approximately, five (5) years and nine (9) months post-implant, the valve was showing severe calcific degeneration with the need of reintervention. Pannus on commisures and subclinical leaflet thrombosis were also observed on standards diagnostics, tte, tee and CT. The valve was showing severe stenosis (peak/mean gradients 105/64mmhg; velocity 5,1m/s; ava 0,6cm2). The patient was symptomatic with dyspnea. Approximately, six (6) years and nine (9) months after implant, the valve was surgically replaced. Patient outcome was good, and was discharged 7 days post-operation.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : not returned.